Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter resulting in the pump shutting down. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter.